Manufacturer narrative:
The former mentioned (B)(4) was trransfered into the nonconformance process with reference # (B)(4) with the following outcome: an investigation of oxygenators in question under (B)(4) showed that the venous pressure sensors are probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. It could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings. It is obvious that the electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist the etching of the saline.

Event description:
(B)(4).

Event description:
It was reported that at the beginning of ECMO therapy alarms of 800 mmhg of the venous pressure appeared. After changing the cardiohelp device there was no change. It was assumed the cause was fluid in the port for pressure measurement. An unsuccessfully attempt was made to dry the port with a hair dryer. After two hours the decision was made to change the system. (B)(6)

Manufacturer narrative:
The product has been investigated in the laboratory of the manufacturer. A tightness test has been performed, the hls module was tight. During further examination humidity within this pump housing was detected as well as a strongly oxidized pressure sensor at the blood inlet connector. This could be the most probable cause for the measurement malfunction. Based on similar complaints, an internal process (mrb 14-02-010) was initiated to determine the most probabic root cause and to implement the appropriate corrective action. The failure "alarms of 800 mmhg venous pressure" could be confirmed by the manufacturer. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
(B)(4).

Manufacturer narrative:
The investigation is still pending, until the device is available for investigation. A supplemental medwatch will be submitted when add'l info becomes available. Add'l info: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under (B)(4).